Event description:
While wearing the external equipment, the patient reportedly experienced facial nerve stimulation, sound quality issues and pain. The patient was seen at the center. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's device is to be scheduled.